Manufacturer narrative:
A ge representative evaluated the system and replaced the filament regulator board. System operates as intended. (B) (4).

Event description:
Customer reported the collimator came into the field of view, then the system displayed a filament regulator error and images went dark. No pt injury was reported.